Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the information received, post implant of perfix plug, patient had bowel perforation, infection, fistula, inflammation, scar tissue, mesh migration thereby underwent open repair with removal of perfix plug. Based on death certificate provided in medical records, patient was passed away due to aspiration, coronary artery disease, malignant neoplasm of bronchus, cerebral vascular disease and fistula secondary to hernia surgery on (B)(6) 2018. Note, the manufacturing date (15-may-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d.4, d.6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug. Per op notes, ¿a groin incision was made. A large blowout defect of the ring includes a direct and indirect hernia was identified and reduced. A perfix plug was placed and secured to the fascia and poupart¿s ligament with tags and sutures. On (B)(6) 2015 - patient was diagnosed with colocutaneous fistula thereby underwent open repair with partial excision of perfix plug. Per op notes, ¿a midline incision was made. The proximal sigmoid colon was stuck to an inflamed area in the lower groin area. The mid transverse colon was taken down from the omentum and secured with sutures. The perfix plug was noted to be in the abscess cavity and there was an eroded hole in the colon. The perfix plug was removed. The descending colon was amputated and secured with sutures.¿ on (B)(6) 2016 ¿ patient was diagnosed with persistently draining site from a previous colocutaneous fistula thereby underwent open repair with partial excision of perfix plug. Per op notes, ¿a wide excision around the left groin area was excised. Stitches and pieces of mesh (perfix plug) that were not incorporated in the tissue was noted and all were debrided from the wound. The muscle around them was also scarred and removed.¿ on (B)(6) 2017 ¿ patient was diagnosed with persistent cutaneous fistula from the subcutaneous tissues of a previous infected mesh thereby underwent open repair with excision of perfix plug. Per op notes, ¿a transverse incision was made. A bunch of scar tissue and a mesh (perfix plug) that was wet, unincorporated and infected was noted and tied down with a suture and excised.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum 1: this supplemental emdr is submitted to document additional information provided. Based on the information received, post implant of perfix plug, patient had bowel perforation, infection, fistula, inflammation, scar tissue, mesh migration thereby underwent open repair with removal of perfix plug. Based on death certificate provided in medical records, patient was passed away due to aspiration, coronary artery disease, malignant neoplasm of bronchus, cerebral vascular disease and fistula secondary to hernia surgery on (B)(6) 2018. Note, the manufacturing date (15-may-2008) is considered to be a best estimate. Addendum 2: h11: this supplemental emdr is submitted to document additional information provided and to correct MDR classification, type of reportable event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2008) is considered to be the best estimate. Updated fields: b4, b5, g3, g6, h2, h10, h11. Corrected fields: h1 (type of reportable event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug. Per op notes, ¿a groin incision was made. A large blowout defect of the ring includes a direct and indirect hernia was identified and reduced. A perfix plug was placed and secured to the fascia and poupart¿s ligament with tags and sutures. (B)(6) 2015 - patient was diagnosed with colocutaneous fistula thereby underwent open repair with partial excision of perfix plug. Per op notes, ¿a midline incision was made. The proximal sigmoid colon was stuck to an inflamed area in the lower groin area. The mid transverse colon was taken down from the omentum and secured with sutures. The perfix plug was noted to be in the abscess cavity and there was an eroded hole in the colon. The perfix plug was removed. The descending colon was amputated and secured with sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with persistently draining site from a previous colocutaneous fistula thereby underwent open repair with partial excision of perfix plug. Per op notes, ¿a wide excision around the left groin area was excised. Stitches and pieces of mesh (perfix plug) that were not incorporated in the tissue was noted and all were debrided from the wound. The muscle around them was also scarred and removed.¿ (B)(6) 2017 ¿ patient was diagnosed with persistent cutaneous fistula from the subcutaneous tissues of a previous infected mesh thereby underwent open repair with excision of perfix plug. Per op notes, ¿a transverse incision was made. A bunch of scar tissue and a mesh (perfix plug) that was wet, unincorporated and infected was noted and tied down with a suture and excised.¿ (B)(6) 2018 - patient passed away due to aspiration, coronary artery disease, malignant neoplasm of bronchus, cerebral vascular disease and fistula secondary to hernia surgery.